Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that the sample did not draw in with use of his one touch ultra 2 meter. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the pt. The pt said the alleged product issue, sample not drawn in [to test strip], started the same day at approximately 9:30 am. He claimed that he was hungry, sweating, and nervous about a half-hour after the product issue started. The pt took more food and/or drink. The cca walked the pt through retesting and did not resolve the issue. The pt's products were replaced. This complaint is reported because the pt alleges that the sample did not draw into the one touch ultra 2 system [test strip]. Afterward, he claims that he was sweating, which can be a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.